Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 3169 lifetime ventricular short intervals noted over 0.9 days. Atrial sensing due to dislodgement of the ventricular lead may cause short v-v intervals to appear.

Event description:
It was reported that one day after implant the post operative check showed elevated short integrity count (sic) values and sensing of atrial activity on the ventricular lead. Further analysis confirmed dislodgement of the lead and the lead was repositioned. No patient complications were reported as a result of this event.